Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Although a conclusive cause for the balloon rupture could not be identified, the reported detachment of the balloon appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery. The armada 35 10/80 mm balloon ruptured during the first inflation and a piece of the balloon came off in the right femoral artery but was successfully snared. Another balloon was used to complete the procedure. There was no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.